Manufacturer narrative:
H10: the actual device was not available and therefore, could not be evaluated. Meanwhile, fourteen (14) retained samples were evaluated. A visual inspection was performed to the retention samples with no issues noted; the samples were without damage, cuts or wrinkles that could affect the integrity of the product. Leak testing was also performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction was added to h4 (device manufacture date): remove (B)(6),2022 (reported on initial) and replace with (B)(6),2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sterile packaging of the minicap was damaged; further described as "a cap that has no air, has a small opening and is completely crushed". This was observed before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.